Manufacturer narrative:
Device labeling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics.

Event description:
Health professional reported 3 weeks after pt injection with 1 syringe of juvederm ultra plus xc in the "lateral mental triangle" the pt presented with inflammation at the injection site. The pt had contrast dye injected 2 months prior that they thought may have had something to do with their symptoms, however, the injecting office stated that they do not believe the contrast dye had anything to do with the symptoms reported after the dermal filler injection. The date the pt presented with symptoms, they were treated with hyaluronidase. Approximately 2 weeks later, the pt presented with nodules at the injection site and was injected with kenalog. The symptoms resolved 4 days later.